Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and the right atrial (ra) lead exhibited out or range impedance warning. The leads remain in use. No patient complications have been reported as a result of this event.